Manufacturer narrative:
Following our receipt of one transmitter and performed visual inspection and found transmitter with physical damage to cow catcher and all connector pins. Unable to perform functional test or verify communication anomaly due to physical damage. In conclusion, the customer complaint of communication anomaly could not be confirmed due to physical damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the sensor signal was lost and had a loss of communication between pump and transmitter. The customer reported no adverse event. The event involved products mmt-7841zn, mmt-1884. Troubleshooting was performed for loss of communication and the transmitter serial number was programmed in manage devices screen. The pump in process of making multiple attempts to re-establish communication with the transmitter. Troubleshooting was performed for tester procedure for transmitter and rf icon did not turned green. Advised customer that transmitter may not be working. No harm requiring medical intervention was reported. The customer will discontinue the use of the transmitter. Mmt-7841zn was requested and customer response was the device was returned. It was unknown whether the customer will continue using the insulin pump. No product return is required for mmt-1884.